Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Parts were replaced. However, trouble-shooting the root cause was still necessary. Add'l repair info is unavailable.